Event description:
The hospital reported that during preparation for a coronary artery bypass procedure and upon unpacking, the heartstring proximal seal was loose. A replacement was used to complete the procedure. The hospital reported no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on june 22, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).